Manufacturer narrative:
(B)(6).

Event description:
The customer reported the device alarmed occlusion: safety valve open. The patient was removed from the device at the time of the alarm. The customer reported there was patient involvement and no patient harm.